Event description:
It was reported that the patient was experiencing discomfort due to charger heating up during charging and that the ipg seemed too shallow. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned and kept by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.